Manufacturer narrative:
The account reported that a flame from the valleylab cautery tip occurred upon activation. Very little info was provided about the incident. The settings of the generator are not known. It is not known if the cautery pencil and/or tip came in contact with an instrument or flammable material at the time of activation. There was no pt involvement and no injury or negative consequence resulted for the pt or clinician. The returned sample was evaluated and tested. A char mark was found on the tip and stains could be found on the pencil. The stain did not appear to be blood. Test 1 was at a setting of 30-30. The pencil was cycled 10 times at cut and coag, and the pencil and tip performed normally. Test 2 was at a setting of 50-50. It was cycled 10 times at both cut and coag. The pencil and tip performed normally. Test 3 was at a setting of 50-50. It was activated continuously for 15 seconds, and both pencil and tip performed normally. Unused tips were then tested for comparison. The unused samples were tested at settings of 30-30 and 50-50; 10 cycles on each mode. The used and unused samples performed in a similar manner. We found no abnormality with the returned sample. The reported incident was not confirmed and a potential root cause was not determined. The sample has been forwarded to the vendor for further review and investigation. Initial info provided did not suggest a medwatch was indicated. However, upon further review, we have decided in an abundance of caution, to file this report.

Event description:
Valleylab cautery tip flamed upon activation. No pt injury.